Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their stimulator was not working properly for them, like they were going to the bathroom 3-4 times during the night and 2-3 times an hour during the day. The patient stated they had a recent back surgery that was unrelated to their device and it was near where the implanted system was and while they were told that the surgery wouldn't have caused what was happening for them now, the patient stated it seemed like their issues began "right off the bat" after their surgery. They had turned the therapy off and back on and they could barely feel the stimulation. They stated they would usually feel a "jolt" when they increased the stimulation but now they barely felt it. They stated they had been on program 3 at 2.9 v and increased up to 3.5 v and barely felt anything. They stated it even took a second for the stimulation to increase (that normally it would increase "right away"). Patient services did not ask any further questions about the stimulation not seeming to increase right away when the patient pressed the up arrow as they were focus on the reason for call and also because the external devices were functioning as expected at the time of the call and patient services reviewed with the caller that the stimulation increasing "slowly" would be unlikely to be related to an ins issue. They stated they had an appointment with their healthcare provider (hcp) for tomorrow. Patient services reviewed battery longevity considerations, therapy expectations as well as programming and stimulation considerations with the patient and the patient was able to connect to see their settings. The therapy was on and the stimulation was at 2.9 ma. On program 3. The patient tried switching to program 1 and they increased the stimulation but they were barely able to feel the stimulation in their bike-seat upon increasing on program 1. They checked their ins battery level and saw a green check mark so patient services reviewed with the patient that at least at this point, the ins battery was not yet at a low status. The external devices were functioning as intended at the time of the call and the issue was not resolved through troubleshooting. The caller was redirected to follow up with their managing health care provider to check the implanted system and to discuss their symptom concerns post their surgical procedure. Th ey may try other programs to see if they felt the stimulation a little more on one of the other programs and will follow up with their hcp tomorrow.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.